Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, approximately 7 years post implant, a sapien valve is degenerated and needed to be replaced.

Manufacturer narrative:
A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there is no information to suggest a manufacturing non-conformance contributed to the event; however the cause of the deterioration of the valve after 7 years and 1 month post-implant is unknown as limited information has been made available. It is possible that the deterioration may be due to patient factors not provided (pre-existing valvular disease process contributed to the stenosis) and or the mechanisms described above.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected description in, describe event or problem. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, approximately 7 years, 1 month post implant, a sapien valve is degenerated and needed to be replaced. The valve in valve replacement procedure has not been scheduled yet.